Event description:
Follow-up indicated that the physician confirmed that the cause of the death was not related to the device and was due to the patient's other health issues.

Manufacturer narrative:
A review of the available diagnostic data showed no indications of a device malfunction. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient passed away. There were no reports of device-related issues from the patient prior to the passing. Nevro attempted to obtain a medical assessment from a healthcare professional but no additional information was available.